Event description:
It was reported that during an unk procedure, the clips got stuck when firing. The jaws couldn't be opened. A new device was used to complete the procedure. There were no adverse consequences to the pt reported.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.